Manufacturer narrative:
Initial reporter occupation: purchasing. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described, because all the device components (particularly the clip) were not included in the return. During a functional test, the handle was manipulated, and the drive wire moved freely inside the outer sheath. The device was then advanced down an olympus 2.8 mm channel endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst-case position. With handle manipulation, the drive wire was again observed to move freely inside the outer sheath. A visual examination of the drive wire hook, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observations could not be determined because the condition of the product said to be involved prohibited a complete evaluation; the clip had been deployed and was not included in the return. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The system preparation section of the instructions for use includes the following: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip". The instructions for use include the following precaution: ¿endoscope must remain as straight as possible when inserting or withdrawing device". "Exercising handle while clip is coiled may result in damage to clip¿. The instructions for use also state: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during advancement may prematurely deploy clip". Failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. However, even if the clip is not deployed, damage can occur to internal device components such as the driver legs. Once this damage occurs, the clip is in a partially deployed state and may not be able to be opened/reopened. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a cook instinct endoscopic hemoclip. The clip release mechanism was jammed and the clip detached [position of the clip unknown]. Another clip was used to complete the procedure. The clip remained inside the patient¿s body to pass naturally. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
This correction follow up report is being submitted to cancel the initial report submitted relating to this event. Reference the additional information section for this justification.

Manufacturer narrative:
An emdr report was initially sent on 17-march-2021, based on the information that the clip prematurely deployed in an unknown position. Additional information received on 28-march-2021 states that the clip prematurely deployed in a closed position, this event is no longer reportable. Initial reporter occupation: purchasing. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described, because all the device components (particularly the clip) were not included in the return. During a functional test, the handle was manipulated, and the drive wire moved freely inside the outer sheath. The device was then advanced down an olympus 2.8 mm channel endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst-case position. With handle manipulation, the drive wire was again observed to move freely inside the outer sheath. A visual examination of the drive wire hook, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observations could not be determined because the condition of the product said to be involved prohibited a complete evaluation, the clip had been deployed and was not included in the return. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The system preparation section of the instructions for use includes the following: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use include the following precaution: ¿endoscope must remain as straight as possible when inserting or withdrawing device." "Exercising handle while clip is coiled may result in damage to clip.¿ the instructions for use also state: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during advancement may prematurely deploy clip." Failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. However, even if the clip is not deployed, damage can occur to internal device components such as the driver legs. Once this damage occurs, the clip is in a partially deployed state and may not be able to be opened/reopened. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.